Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon initial inspection, the device was severely rented. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant, catalog number 3544507, serial number (B)(4), lot number 254673. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and experienced bilateral capsular contracture, baker grade IV on the right side and baker grade iii on the left side, and deflation on the left side. Deflation was diagnosed by physician during surgery. As a result, the patient underwent removal and replacement with unspecified breast implants on (B)(6) 2018. This report is for the left side.